Event description:
PICC line removed 37cm without difficulty, then stuck in place. 4 cm of line broke off in pt's arm, when attempting removal physician. Pt taken to surgery that evening to remove last 4 cm of PICC line and discharged after surgery.